Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has just received her pump and the touchscreen display has missing pixels. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.